Event description:
The pt presented with a pre-existing stroke and was found to have a left internal cerebral artery (ica) aneurysm and stenoses located distally to the aneurysm in the left middle cerebral artery (mca) and ica. The stenoses were accessed using a microcatheter and guidewire and successfully treated with angioplasty using a balloon catheter [subject device]. The aneurysm was treated with stent assisted coil embolization, it was noted that the distal end of the stent was in the stenotic region and assisted in the flow improvement. Following the placement of the first three coils through the microcatheter, angiography noted the development of an intraluminal thrombus at the carotid terminus. Antilytics were administered resulting in only moderate improvement. The fourth coil was placed and angiography taken after detachment noted that part of the coil had prolapsed into the parent vessel without any compromise to the flow. The physician was satisfied with the aneurysm occlusion and stopped the procedure. Upon arousal from the anesthesia, the pt demonstrated right facial paresis, moderate right arm weakness and global aphasia. A CT scan revealed no signs of hemorrhage or obvious infarct. Forty five minutes following the initial examination, the pt demonstrated significant improvement. Due to the rapid improvement; the physician believed that the symptoms were likely to be caused by hypoperfusion from the catheters and balloon placed across the high grade mca stenosis, modest hypotension due to anesthesia during portion of the procedure or some emboli from the thrombus. The stroke was considered to be resolved with some mild aphasia remaining by the physician. The pt was due to be discharged home four days post procedure.